Event description:
It was reported the patient had stimulation in wrong location. The patient had pain in both arms due to undesirable stimulation. The undesirable stimulation was due to a misuse from the patient working in information technology. It was further clarified that the patient should have turned their device off while manipulating electronic devices including printed circuit board. Misuse was reported as this was forgotten once and this led to the adverse event. The patient was reprogrammed as an intervention. The event was considered recovered and was assessed as not serious and not related to the stimulator or procedure.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. (B)(4).